Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. Six days after the onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On an unreported date, the patient was treated with injection vancomycin (2g, route and frequency not reported), injection tobramycin (40mg, interperitoneally, frequency not reported), and injection meropenem (1 gram interperitoneally, frequency not reported). The patient's outcome was unknown. The action taken with pd therapy was not reported. No additional information is available.